Event description:
It was reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
Device has been evaluated. Per the investigation conclusion the elite bur which is the subject of this malfunction report was used incorrectly with a mirco drill attachment. Elite burs are not designed to be used with micro drill attachments. Conclusion: 'use error caused or contributed to event'.

Event description:
It was reported that during testing conducted at the manufacturer, the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.